Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leakage in the pump system due to a smell of insulin, location of leak was not determined. Caller reported being hospitalized due to elevated blood glucose level of 22 mmol/l; treatment received is unknown. No product will be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.